Event description:
Customer reported an expected negative reaction when testing a patient sample with capture-r ready ID (crrid) on the echo. Patient sample with a history of an anti-k resulted as negative on the echo. Repeat testing was not performed on the echo.

Manufacturer narrative:
Review fo results files displayed the following; crrid lot ID 119: sample non reactive with cells 1-14, 4+ positive control, cells 2, 5, & 8 are k+ . Reaction images appeared negative with tightly defined buttons and a haze throughout the well. Confirmed the reactivity of the k antigen on retention crrid, lot id119. Confirmed the reactivity of the k antigen on returned crrid, lot id119. Manual testing was performed with customer's patient sample (sample exhibited 4+ hemolysis) using returned and retention crrid, lot id119. Sample was nonreactive in all testing. Hemagglutination tube testing was performed with customer's patient sample using selected k+k+ and k- cells from retention panocell-20. Testing was performed at all temps. With k+ cells, sample exhibited 2+ reactivity at 15'rt, 3+ reactivity at 20'37c, and 1+ to 2+ reactivity at iat. Sample was nonreactive in all testing with k- cell. Results indicate sample antibody is partially, if not fully igm in nature. Per the crrid package insert, antibodies that are wholly igm in nature may fail to react in this assay.